Event description:
It was reported that the target lesion was located in the left ostial common carotid artery. Non-abbott 2.0 and 4.0 balloons were used for pre-dilatation. The emboshield nav 6 embolic protection device was advanced over a non-abbott 0.014 guide wire and not the barewire packaged with the device. The filter was advanced and deployed without issue, and a herculink 6 x 18 x 135 stent was implanted. The recovery catheter for the emboshield nav 6 was advanced; however the filter could not be retrieved, as the filter had come off the non-abbott 0.014 guide wire. A non-abbott microsnare was advanced but the filter could not be retrieved. A non-abbott guide wire was advanced but was also unsuccessful to retrieve the filter. A non-abbott stent and an 8f sheath were advanced distal to the filter to capture the filter. Using the stent, the filter was able to be pulled into the sheath and was withdrawn as a unit with the other devices. Two small dissections were noted, but did not require treatment. The final patient outcome is reported to be good. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: medtronic 0.014; stent: herculink 6 x 18 x 135. (B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Dissection is a known observed and potential adverse event as listed in the emboshield nav6 embolic protection system instructions for use (IFU). In this case, the dissections likely occurred during the attempts to retrieve the filter. It should be noted that the IFU states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element.